Event description:
It was reported that a revision was performed due to dislocation/luxation.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Dimensional inspection and macroscopic analysis were performed on the retrieved insert. Upon visual examination, the proximal articulating areas have no major burnishing or wear due to femoral articulation indicating the insert was in usage for only a short duration. The locking mechanism of the insert has damage on both the anterior and posterior lock details. Burnishing and deformation, likely due to the insert riding on the tibial tray anterior locking mechanism after disassociation, was observed on the distal surface. The ps post has no major burnishing or wear due to femoral contact indicating the insert was in usage for only a short duration. The critical dimensions of the insert locking mechanism were checked using standard instruments. Some dimensions could not be measured because of the deformation of the insert. The dimensions that could be measured were with-in specification. Based on the examination of the insert the exact reasons for insert disassociation could not be determined. Damage of the distal surface likely occurred due to the insert riding on the tibial tray after disassociation. A review of the complaint history shows no prior complaints for the listed part. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.